Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead returned severed in two segments. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than typical surgery-related damage. Testing was completed to assess lead electrical performance on the returned portion. Measurements throughout these tests were within normal limits laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.